Manufacturer narrative:
During the visit from the field service engineer, the customer noted that the issue occurred after maintenance was performed on the analyzer. The customer ran cleaning maintenance on (B)(6) 2022. The engineer checked the instrument. A system reagent line was checked for clogs and it looked clear. The customer ran controls and all results met specifications. Operational and mechanical checks passed. Control recovery has remained stable after the cleaning maintenance performed by the customer.

Event description:
The initial reporter stated they received discrepant results for 15 patient samples tested with the elecsys tsh assay and 3 additional patient samples tested with the elecsys vitamin b12 immunoassay on a cobas 8000 e 801 module. The reporter noted that tsh and b12 controls were outside of range on (B)(6) 2022 . Refer to the attachment for all patient data. The samples were initially tested on (B)(6) 2022 and these values were reported outside of the laboratory. The samples were repeated on (B)(6) 2022 . The tsh reagent lot number was 639169 and the b12 reagent lot number was 633052. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
Tsh and b12 calibrations performed on 26-nov-2022 had signals that were slightly lower than expected. Tsh and b12 quality controls recovered outside of range on 26-nov-2022. The investigation determined the actions performed by service and the customer resolved the issue. The issue is consistent with a contaminant aspirated into the sipper probe flow path.